Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿t1 entered into the joint cavity, when t was fixed on the meniscus ready to push the knot, it was separated from the suture.¿ the protective blue split protective cannula was returned attached to the needle. The white depth, penetration limiter was returned trimmed slightly short revealing the blue green inner needle sheath. Suture was returned cut and separated from the needle. No t¿s were attached or returned. This style product requires user controlled actions for the advancement, release and stripping of the anchors. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. The delivery needle¿s distal tip was found twisted toward the right and slightly bowed. No mechanical issue was observed with the manual actuator. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscus surgery when t1 entered into the joint cavity, when t was fixed on the meniscus ready to push the knot, it was separated from the suture. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.